Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported by the customer "always air bubbles and especially when pressors going." The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2420-0007 because a lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10

Event description:
It was reported that the bd alaris lvp experienced air in line. The following information was provided by the initial reporter: tubing wastes time and money-always air bubbles and especially when pressor is going. Worry patient may die by the time the air bubbles clear.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris lvp experienced air in line. The following information was provided by the initial reporter: tubing wastes time and money-always air bubbles and especially when pressor is going. Worry patient may die by the time the air bubbles clear.